Event description:
It was reported that a perforation occurred in the myocardium near the right inferior pulmonary vein while mapping in the left atrium. A pericardial effusion was discovered by echocardiography, and pericardiocentesis was done. Attempts were made to obtain more information from the customer, however no additional information could be obtained to date.